Event description:
It was reported that while stimulation was turned on, there was a loss of therapeutic effect. There was no known accident or incident related to this event. All electrode impedance measurements were >3600 ohms when going through reference electrodes. Additional information received reported that the patient had made an appointment with their healthcare provider who was going to order an x-ray. The patient still had no stimulation and was probably going to need a revision. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).

Event description:
The health care provider confirmed that there was no obvious break in the ins on (B)(6) 2011. The device was checked. The extensions were replaced with no patient injury.

Event description:
The ins stopped working. The extension wire disconnected from the ins. The ins was also replaced at the same time of the extension. Device reprogramming occurred on (B)(6) 2012. The patient outcome was noted as no injury.

Manufacturer narrative:
Extensions (B)(4) were explanted on 2012-(B)(6).

Manufacturer narrative:
Concomitant medical products: extension model 37083 serial # (B)(4) implanted: (B)(6) 2006 explanted: unk; patient programmer model 37742 serial # (B)(4) implanted: na explanted: na; extension model 37083 serial # (B)(4) implanted: (B)(6) 2006 explanted: unk; lead model 3999 lot # v000111 implanted: unk explanted: unk.